Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The returned balloon was pressurized to locate the leak. Visual and microscopic examination revealed a balloon pinhole located near the proximal end of the distal marker band. Further examination on the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. Vascular access was obtained through the radial artery. The 99% stenosed lesion was located in the severely calcified and severely tortuous left circumflex (lcx) artery. Another manufacturer's stent was implanted and upon attempting to post dilate with the 20mm x 4.0mm quantum maverick balloon catheter, the balloon ruptured. The balloon catheter was removed intact without incident. The procedure was completed with a different device. No patient injuries or complications were reported. The patient's status was reported as 'good.'

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. Vascular access was obtained through the radial artery. The 99% stenosed lesion was located in the severely calcified and severely tortuous left circumflex (lcx) artery. Another manufacturer¿s stent was implanted and upon attempting to post dilate with the 20mm x 4.0mm quantum maverick balloon catheter, the balloon ruptured. The balloon catheter was removed intact without incident. The procedure was completed with a different device. No patient injuries or complications were reported. The patient's status was reported as 'good.'